Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 mixed mitral regurgitation (mr). An ntw clip was prepared per the instructions for use (IFU) and was inserted without issue. The clip grasped the leaflets, but the gradient increased to unsatisfactory level. A new grasp was obtained, and the clip was to be deployed, but then the mr started to increase. Closer observation revealed that a chordal rupture had occurred. A new grasp was attempted, but mr could not be properly reduced without unacceptable increase in gradient. It was the physician opinion that that tension on the valve during grasping, lateral of where the torn chord appeared, may have contributed to the issue. The clip was removed and the patient was referred for surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury was due to procedural circumstances (increased leaflet tension from clip). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: no surgical intervention was done to repair tissue damage. Implanting physician felt the patient may be a surgical candidate, and would be a better option for the patient. No additional information was provided.